Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased thresholds, and capture management was programmed to adaptive. Now, the pulse width had adapted and the clinic will program to monitor only. The lead remains in use. No patient complications have been reported as a result of this event.